Event description:
Per the audiologist, the pt's device was explanted in 2008 due to a skin flap infection. Reimplantation of a new device is "to be determined". No further info on reimplantation was reported.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.